Event description:
It was reported that the customer's insulin pump alarmed motor error. The device had cracks near the battery compartment and cracks around the display window. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the basic occlusion test as a result of a protruded/loose drive support disk. The device had scratched lcd window, cracked display window corners, and cracked battery tube threads.